Manufacturer narrative:
Reason for reoperation: capsular contracture, baker grade IV, "rippling and hardness," patient's concern.

Event description:
Additional report of patient concern with the product. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. This is a known potential adverse event addressed in the product labeling. Reoperation has not been scheduled at this time.

Event description:
Health professional reported right side capsular contracture baker grade IV and "rippling and hardness." Device remains implanted.